Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive patient result was obtained. The customer noted the patient sample only contained 3ml of media broth. Upon performing an afb smear, no organism was seen (negative result). There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4158273 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. Samples were performance tested for growth of the organisms reported in the certificate of analysis. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Uninoculated (negative) control tubes from batch 4158273 had no detection for the duration of the testing. All performance testing for growth was satisfactory. The complaint history was reviewed, and no other complaint has been taken on batch 4158273. Photos or returns were not available for investigation. Retention samples from batch 4158273 were not available for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false positive patient result was obtained. The customer noted the patient sample only contained 3ml of media broth. Upon performing an afb smear, no organism was seen (negative result). There were no health impact or consequences reported.